Event description:
It was reported that t:slim x2 pump battery would not charge and displayed a power source alert around the time the issue began while customer used tandem charging cable and wall adapter. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to plug wall adapter into outlet known to work and leave pump connected for at least 30 minutes, after which pump began charging using original supplies, there was no pump shutdown or loss of function, and no further assistance was required.